Event description:
On 12/10/1998 following a diagnostic procedure an angio-seal device was placed in a pt's left groin. Deployment was noted to be unremarkable. On the second post procedure day the pt experienced claudication, on exertion, of the left calf. Femoral and foot pulses were noted to be reduced, but with no ischemic changes distally. A doppler examination showed a 70% occlusion, which the physician opted to treat conservatively. As of 2/23/99 there has been no further report to the MFR of complication or add'l pt sequelae.